Event description:
Immediately after deployment of flex-stent coronary stent into the patients mid left anterior descending coronary artery-post angiography noted contrast staining into pericardium-perforation was suspected. Perfusion balloon inserted and patient sent to or with stable vital signs.